Event description:
Related manufacturer reference number: 2017865-2022-08667. It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold since (B)(6) 2021. It was also noted that the patient presented with noise on the atrial lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm with a soft 58 cm stylet inserted inside for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie marks caused by friction to another implanted device or feature of the patient anatomy. The reported event of noise was due to the exposure of the outer coil at the abrasion zone.